Event description:
During product evaluation by baxter, the infusion pump was found to contain an inoperable "stop" button on the pump-head module keypad. This event occurred during service. There was no pt injury or medical intervention associated with this event. This pump contains the colleague 2006 user interface module master software version 5.09.90. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the rptr by this time.